Event description:
It was reported the pt (australia) is not receiving adequate therapy relief for his back pain. In addition, the pt reports experiencing changes in stimulation with certain movements and the delivery of inconsistent stimulation during the day. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.